Event description:
Writer noted blood leaking from safety mechanism of patient arterial needle while on hd. Post hd upon attempting to remove arterial needle with safety mechanism, safety was unable to be engaged due the dried blood. Writer carefully removed needle without the use of safety mechanism. Writer was able to forcefully engage the mechanism once needle was removed from patient and needle was retained. No additional information provided.